Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited a trending decline in impedance. There were also many non-sustained noise episodes that were noted to cause inappropriate automatic mode switch of short duration, as well as oversensing. It was thought by the physician that this displayed early onset failure and possible insulation breach of this lead. The lead was capped and replaced. The patient was discharged in stable condition.